Event description:
The facility reported that the sling was applied to the resident and attached to the device for a transfer from chair to bed. The resident was raised. When the wheelchair was removed from underneath the resident, the left leg strap came unclipped. The resident was stiff and straight and started to slide out of the sling feet first. The left leg clip unclipped and the resident began to fall. The resident fell on the left hip, shoulder and then head. The caregiver grabbed the resident's head before it hit a second time. The resident sustained a bump on the head and was treated at the facility.